Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is scheduled to undergo knee arthroplasty revision due to having a limited range of motion in his knee.

Manufacturer narrative:
Concomitant products: natural tibia trabecular metal two-peg porous fixed bearing right size f catalog# 42530007502 lot# 62714029, femur trabecular metal cruciate retaining (cr) standard porous catalog# 42502806202 lot# 62643703, all-poly patella cemented 35 mm diameter catalog# 42540200035 lot# 62805869, zimmer patient specific n-k flex pin guide catalog# 00597000003 lot# 56604187, zimmer patient specific knee bone model catalog# 00597000010 lot# 56604188. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial right knee arthroplasty in november 2015. Subsequently, the patient was revised on an unknown date due to limited range of motion.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It is reported that the patient is scheduled to undergo knee arthroplasty revision due to having a limited range of motion in his knee. Updated information indicates the patient was revised on an unknown date